Event description:
It was reported the pt was scheduled to have the scs lead repositioned to provide better pain coverage. During the procedure, the lead was nicked. The physician removed and replaced the damaged lead on (B)(6) 2011. Effective stimulation was captured post-operatively. The device was not returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.